Event description:
It was reported that the patients ipg was unable to be charged and was no longer providing pain relief. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.